Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient noticed that morning that their stimulation was off, and they were on program 2. The patient stated they had no idea how that happened, and they tried reading the manuals but were very confused at first. The patient stated that they now understood them a lot better. The patient was walked thought programmer use and that patient stated they may have accidentally hit some buttons. No patient symptoms were reported. No further complications were reported.

Event description:
Additional information was received from the patient that reported that they had an accident while at the movies on friday and could not make it to the bathroom. They stated that the ins was off and the therapy was turned back on. Using the programmer, it was confirmed the stimulation was on and the patient was on program 1 at 1.3 volts. The patient was redirected to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated. (B)(6) 2018 crts 3758633 update, patltr (con): additional information was received from the patient. They called back to say they had contacted their healthcare provider and was waiting for a callback. They continued to express concerns with loss of therapeutic effect, stating the unit did not seem to be working the way it was for the first 5 weeks. They reported they could not increase the amplitude any higher comfortably. Patient was redirected to their healthcare provider. In the response received from the patient, it was reported that no cause was identified as far as the stimulation being off. They further reported it was fine at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Correction: should be both adverse event/product problem. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that they had an accident while at the movies on friday and could not make it to the bathroom. They stated that the ins was off and the therapy was turned back on. Using the programmer, it was confirmed the stimulation was on and the patient was on program 1 at 1.3 volts. The patient was redirected to follow up with their healthcare professional (hcp) for the issue. There were no further complications reported or anticipated.